Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that a review of the save-to-disk (s2d) showed there was an episode of oversensing due to electro-magnetic interference (emi). The device remains in use. No patient complications have been reported as a result of this event.